Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for an out of range shock impedance measurement of 0 ohms for the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. It was noted all other lead impedance measurements have been stable and within range. Subsequently the physician opted to monitor the patient. The system remains in service and no adverse patient effects were reported.